Event description:
It was reported by a customer in (B)(6) that, four days after intubation of a low pressure cuffed tracheostomy tube with evacuation line, the cuff was unable to be deflated. The tube was removed by cutting the inflation line, and a new replacement device was recannulated. There was no reported pt injury.

Manufacturer narrative:
The actual sample has been discarded, and another product in the inventory was returned instead, for credit proposes. Therefore, no evaluation will performed. (B)(4).